Event description:
Covidien service center received a report of a n560 where the device gave no audio alarm. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported failure confirmed by covidien. Device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). The sample was received at the manufacturing plant and investigated. The speaker failure was isolated to the cut down of the inner coil. Information has been added to the database for trending purposes.